Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure within the common bile duct as part of the (B)(4) wallflex biliary fc benign stricture study. According to the complainant, on (B)(6), 2010, the patient underwent a stent placement procedure for a proximal biliary stricture secondary to liver transplant. The stricture had not been previously dilated, and the physician chose to perform a sphincterotomy prior to placing the stent. The physician was able to deploy the wallflex stent in a satisfactory position across the stricture. On (B)(6), 2010, the patient experienced a rise in cholestatic parameters which has prolonged his hospitalization. At this time, it is unknown what is causing the high cholestatic parameters. A liver biopsy was performed to check for an acute graft failure, and histology tests did not reveal any pathological issues. The stent is still open and in place. During the sphincterotomy procedure performed on (B)(6), 2010, there was some minor, inconsequential bleeding that was resolved without intervention, and the intrahepatic ducts were moderately dilated. Additionally, the anastomotic stricture was severe and approximately 15mm in length. The patient was administered the following medications: blood gases/gradual o2/pure o2 saturation, injection (i.v.), xylocaine spray, dormicum 5mg, nubain 10mg and diprivan 60mg. The liver biopsy was performed on (B)(6), 2010 and it revealed a cholestatic condition, but no signs of transplant rejection. On (B)(6), 2010, the patient experienced an intrahepatic hematoma. On (B)(6), 2010, an ercp procedure revealed that the study stent had migrated 1.5cm proximally. According to the physician, the migration may have been a result of the hematoma. The physician was able to correct the stent position and use contrast fluid to confirm sufficient flow. The size of the hematoma has been decreasing. The rise in cholestatic parameters has been labeled as recovering/resolved. The patient was discharged on (B)(6), 2010.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure within the common bile duct as part of the (B)(4) study. According to the complainant, on (B)(6) 2010, the patient underwent a stent placement procedure for a proximal biliary stricture secondary to liver transplant. The stricture had not been previously dilated, and the physician chose to perform a sphincterotomy prior to placing the stent. The physician was able to deploy the wallflex stent in a satisfactory position across the stricture. On (B)(6) 2010, the patient experienced a rise in cholestatic parameters which has prolonged his hospitalization. At this time, it is unknown what is causing the high cholestatic parameters. A liver biopsy was performed to check for an acute graft failure, and histology tests did not reveal any pathological issues. The stent is still open and in place. Additional information received on (B)(4), 2010. During the sphincterotomy procedure performed on (B)(6), 2010, there was some minor, inconsequential bleeding that was resolved without intervention, and the intrahepatic ducts were moderately dilated. Additionally, the anastomotic stricture was severe and approximately 15mm in length. The patient was administered the following medications: blood gases/gradual o2/pure o2 saturation, injection (i.v.), xylocaine spray, dormicum 5mg, nubain 10mg and diprivan 60mg. The liver biopsy was performed on (B)(6) 2010 and it revealed a cholestatic condition, but no signs of transplant rejection. On (B)(6) 2010, the patient experienced an intrahepatic hematoma. On (B)(6) 2010, an ercp procedure revealed that the study stent had migrated 1.5cm proximally. According to the physician, the migration may have been a result of the hematoma. The physician was able to correct the stent position and use contrast fluid to confirm sufficient flow. The size of the hematoma has been decreasing. The rise in cholestatic parameters has been labeled as recovering/resolved. The patient was discharged on (B)(6) 2010. Additional information received on (B)(4), 2010. On (B)(6), 2010, the patient developed cholestasis, and an additional ercp was performed. During the procedure, the physician noted that the (B)(4) study stent had migrated proximally. The wallflex stent was repositioned, and a plastic stent was placed within this wallflex stent to treat a persistent biliary obstruction (this obstruction was more proximal to the stricture that was being treated by the study stent- it is not a recurrence of the original stricture). The physician did not want to remove the (B)(4) study stent because it was well expanded and still bridging the initial stricture. The physician suspects that the hematoma was the cause of migration. Additional information received on (B)(4), 2010. During the aforementioned re-intervention on (B)(6) 2010, when the plastic stent was placed to treat the biliary obstruction, a "massive" amount of pus ran out. The subject was treated with medication. After the conclusion of that re-intervention, the patient remained hospitalized due to cholangitis and massively elevated cholestatic parameters. The patient underwent an additional ercp on (B)(6) 2010, which revealed that the study stent had migrated again, this time distally (approximately one-half of the stent was in the duodenum). The study stent was successfully explanted during this procedure. Additionally, the plastic stent, which was placed during the (B)(6), 2010 re-intervention, was also removed; no secretions of pus were noted. Following the removal, there were no signs of recurrent stenoses at both sites (the initial stricture at the anastomosis and second which occurred more proximal). It was concluded that the elevated lab parameters must be due to another reason. No new stents were placed. The wallflex biliary stent has been disposed of and will not be returned to boston scientific. Additional information received since (B)(4), 2010. On (B)(6) 2010, the patient presented with rising cholestatic parameters despite imaging showing signs of good stent position and sufficient flow through the stent. The liver biopsy was then performed which showed normal liver parenchyma and pronounced signs of cholestasis without inflammation or evidence of transplant rejection. On (B)(6) 2010, the patient experienced an intrahepatic hemorrhage, along with the aforementioned hematoma. On (B)(6), 2010, the subject was re-admitted with cholestasis and suspected transplant rejection. The subject was later discharged on (B)(6), 2010. On (B)(6), 2010, the subject was re-admitted due to deteriorated general condition with persisting cholestasis (bilirubin 45mg/dl). The subject's condition continued to deteriorate, and he ultimately died on (B)(6) 2010. According to the complainant, the patient's death was related to "progressing rejection, chronic cholestasis and chronic cholangitis." The complainant "definitely excludes[s] a correlation of the study stent (or related procedures) and the patient's death (or any condition leading to death)." The complainant further added that a (B)(6) 2010 CT scan was performed after a low red blood cell count was observed. The CT scan showed a progression of the hematoma, and over the next 24 hours, the patient needed blood concentrates and coagulation factors. During this time period, the patient's levels of serum lactate continued to rise. Due to the patient's wishes, no final histological liver assessments will be performed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure within the common bile duct as part of the (B)(4) study. According to the complainant, on (B)(6) 2010, the patient underwent a stent placement procedure for a proximal biliary stricture secondary to liver transplant. The stricture had not been previously dilated, and the physician chose to perform a sphincterotomy prior to placing the stent. The physician was able to deploy the wallflex stent in a satisfactory position across the stricture. On (B)(6) 2010, the patient experienced a rise in cholestatic parameters which has prolonged his hospitalization. At this time, it is unknown what is causing the high cholestatic parameters. A liver biopsy was performed to check for an acute graft failure, and histology tests did not reveal any pathological issues. The stent is still open and in place. Additional information received on (B)(4) 2010. During the sphincterotomy procedure performed on (B)(6) 2010, there was some minor, inconsequential bleeding that was resolved without intervention, and the intrahepatic ducts were moderately dilated. Additionally, the anastomotic stricture was severe and approximately 15mm in length. The patient was administered the following medications: blood gases/gradual o2/pure o2 saturation, injection (i.v.), xylocaine spray, dormicum 5mg, nubain 10mg and diprivan 60mg. The liver biopsy was performed on (B)(6) 2010 and it revealed a cholestatic condition, but no signs of transplant rejection. On (B)(6) 2010, the patient experienced an intrahepatic hematoma. On (B)(6) 2010, an ercp procedure revealed that the study stent had migrated 1.5cm proximally. According to the physician, the migration may have been a result of the hematoma. The physician was able to correct the stent position and use contrast fluid to confirm sufficient flow. The size of the hematoma has been decreasing. The rise in cholestatic parameters has been labeled as recovering/resolved. The patient was discharged on (B)(6) 2010. Additional information received on (B)(4) 2010. On (B)(6) 2010, the patient developed cholestasis, and an additional ercp was performed. During the procedure, the physician noted that the wallflex study stent had migrated proximally. The wallflex stent was repositioned, and a plastic stent was placed within this wallflex stent to treat a persistent biliary obstruction (this obstruction was more proximal to the stricture that was being treated by the study stent- it is not a recurrence of the original stricture). The physician did not want to remove the wallflex study stent because it was well expanded and still bridging the initial stricture. The physician suspects that the hematoma was the cause of migration. Additional information received on (B)(4) 2010. During the aforementioned re-intervention on (B)(6) 2010, when the plastic stent was placed to treat the biliary obstruction, a "massive" amount of pus ran out. The subject was treated with medication. After the conclusion of that re-intervention, the patient remained hospitalized due to cholangitis and massively elevated cholestatic parameters. The patient underwent an additional ercp on (B)(6) 2010, which revealed that the study stent had migrated again, this time distally (approximately one-half of the stent was in the duodenum). The study stent was successfully explanted during this procedure. Additionally, the plastic stent, which was placed during the (B)(6) 2010 re-intervention, was also removed; no secretions of pus were noted. Following the removal, there were no signs of recurrent stenoses at both sites (the initial stricture at the anastomosis and second which occurred more proximal). It was concluded that the elevated lab parameters must be due to another reason. No new stents were placed. The wallflex biliary stent has been disposed of and will not be returned to boston scientific. Additional information received since (B)(4) 2010. On (B)(6) 2010, the patient presented with rising cholestatic parameters despite imaging showing signs of good stent position and sufficient flow through the stent. The liver biopsy was then performed which showed normal liver parenchyma and pronounced signs of cholestasis without inflammation or evidence of transplant rejection. On (B)(6) 2010, the patient experienced an intrahepatic hemorrhage, along with the aforementioned hematoma. On (B)(6) 2010, the subject was re-admitted with cholestasis and suspected transplant rejection. The subject was later discharged on (B)(6) 2010. On (B)(6) 2010, the subject was re-admitted due to deteriorated general condition with persisting cholestasis (bilirubin 45mg/dl). The subject's condition continued to deteriorate, and he ultimately died on (B)(6) 2010. According to the complainant, the patient's death was related to "progressing rejection, chronic cholestasis and chronic cholangitis." The complainant "definitely excludes[s] a correlation of the study stent (or related procedures) and the patient's death (or any condition leading to death)." The complainant further added that a (B)(6) 2010 CT scan was performed after a low red blood cell count was observed. The CT scan showed a progression of the hematoma, and over the next 24 hours, the patient needed blood concentrates and coagulation factors. During this time period, the patient's levels of serum lactate continued to rise. Due to the patient's wishes, no final histological liver assessments will be performed. Additional information received since april 15, 2011. A sphincterotomy was not performed prior to or during the ercp/ept procedure on (B)(6) 2010 as originally reported. (B)(6) 2010 event is considered resolved. (B)(6) 2010 ultrasound revealed "constant enlarged intrahepatic cholengiec tases. Patency is not visible on the sonography, however the stent is still in position." (B)(6) 2010 biliary obstructive symptoms assessed were right upper quadrant pain, jaundice and dark urine. (B)(6) 2010 patient experienced an intrahepatic hemorrhage and subcapsular hematoma. In further course, the size of the hematoma remained unchanged and eventually decreased in size and eventually was considered resolved. (B)(6) 2010 ultrasound revealed "obvious hematoma with 2/3 consolidated section . . . No mechanical cholestasis . . . Indirect sign of relatively good stent function." (B)(6) 2010 biliary obstructive symptoms assessed were jaundice and dark urine. (B)(6) 2010 ultrasound revealed "no evidence of mechanical cholestasis, air in the bile ducts on the left, metal endoprosthesis in d. Hep. Common . . . Obviously continuous." (B)(6) 2010 biliary obstructive symptoms include fever/chills, jaundice, and dark urine. (B)(6) 2010 ultrasound revealed "wall thickening of the d. Hep. Comm. . . . As evidence of cholangitis . . . Neither stent presentable." (B)(6) 2010 was a per protocol stent removal. (B)(6) 2010, two subsequent liver biopsies showed intra-hepatic cholestasis, but a clear diagnosis of graft rejection could not be made. Additional information received since june 2, 2011. The adjudication results of the event of newly cholestasis with an onset date of (B)(6) 2010 indicate that the event was not related to the study stent. The etiology of the cholestasis without cholangitis is unclear. The adjudication results of the event of post-liver biopsy intrahepatic hematoma with an onset date of (B)(6) 2010 indicate that the event was not related to the study stent. The information available indicates that the liver hematoma was a result of the liver biopsy. The adjudication results of the reintervention performed on (B)(6) 2010 indicate that the event was related to the study stent. The adjudication results of the event cholangitis (by (B)(6)) with an onset date of (B)(6) 2010 indicate that the event was related to the study stent. The information available indicates that the cholangitis resulted from the proximal stent migration, required stent repositioning, and plastic stent placement. The adjudication results of the reintervention performed on (B)(6) 2010 indicate that the event was related to the study stent. The adjudication results of the patient death occuring on (B)(6) 2010 indicate that the event was not related to the study stent. The last study stent related procedure was performed two months prior to the event. Although the exact diagnosis is unclear and an autopsy was not performed, the information available indicates that the cause of death was due to intrahepatic bleeding and cholestasis.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure within the common bile duct as part of the (B)(4) wallflex biliary fc benign stricture study. According to the complainant, on (B)(6), 2010, the patient underwent a stent placement procedure for a proximal biliary stricture secondary to liver transplant. The stricture had not been previously dilated, and the physician chose to perform a sphincterotomy prior to placing the stent. The physician was able to deploy the wallflex stent in a satisfactory position across the stricture. On (B)(6), 2010, the patient experienced a rise in cholestatic parameters which has prolonged his hospitalization. At this time, it is unknown what is causing the high cholestatic parameters. A liver biopsy was performed to check for an acute graft failure, and histology tests did not reveal any pathological issues. The stent is still open and in place. Additional information received on (B)(6), 2010: during the sphincterotomy procedure performed on (B)(6), 2010, there was some minor, inconsequential bleeding that was resolved without intervention, and the intrahepatic ducts were moderately dilated. Additionally, the anastomotic stricture was severe and approximately 15mm in length. The patient was administered the following medications: blood gases/gradual o2/pure o2 saturation, injection (i.v.), xylocaine spray, dormicum 5mg, nubain 10mg and diprivan 60mg. The liver biopsy was performed on (B)(6), 2010 and it revealed a cholestatic condition, but no signs of transplant rejection. On (B)(6), 2010, the patient experienced an intrahepatic hematoma. On (B)(6), 2010, an ercp procedure revealed that the study stent had migrated 1.5cm proximally. According to the physician, the migration may have been a result of the hematoma. The physician was able to correct the stent position and use contrast fluid to confirm sufficient flow. The size of the hematoma has been decreasing. The rise in cholestatic parameters has been labeled as recovering/resolved. The patient was discharged on (B)(6), 2010. Additional information received on (B)(6), 2010. On (B)(6), 2010, the patient developed cholestasis, and an additional ercp was performed. During the procedure, the physician noted that the wallflex study stent had migrated proximally. The wallflex stent was repositioned, and a plastic stent was placed within this wallflex stent to treat a persistent biliary obstruction (this obstruction was more proximal to the stricture that was being treated by the study stent- it is not a recurrence of the original stricture). The physician did not want to remove the wallflex study stent because it was well expanded and still briding the initial stricture. The physician suspects that the hematoma was the cause of migration.

Manufacturer narrative:
(B)(4). Extended hospitalization (rise in cholestatic parameters); transplant rejection; additional medical intervention. (B)(4) stent migrated. (B)(6). (B)(4).

Manufacturer narrative:
(B)(6). Study source - (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
Although no device was returned, a review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was conducted and the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol.

Manufacturer narrative:
Additional information: foreign source - (B)(6), study source - (B)(4) study.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure within the common bile duct as part of the (B)(4) study. According to the complainant, on (B)(6) 2010, the patient underwent a stent placement procedure for a proximal biliary stricture secondary to liver transplant. The stricture had not been previously dilated, and the physician chose to perform a sphincterotomy prior to placing the stent. The physician was able to deploy the wallflex stent in a satisfactory position across the stricture. On (B)(6) 2010, the patient experienced a rise in cholestatic parameters which has prolonged his hospitalization. At this time, it is unknown what is causing the high cholestatic parameters. A liver biopsy was performed to check for an acute graft failure, and histology tests did not reveal any pathological issues. The stent is still open and in place. Additional information received on (B)(4) 2010. During the sphincterotomy procedure performed on (B)(6) 2010, there was some minor, inconsequential bleeding that was resolved without intervention, and the intrahepatic ducts were moderately dilated. Additionally, the anastomotic stricture was severe and approximately 15mm in length. The patient was administered the following medications: blood gases/gradual o2/pure o2 saturation, injection (i.v.), xylocaine spray, dormicum 5mg, nubain 10mg and diprivan 60mg. The liver biopsy was performed on (B)(6) 2010 and it revealed a cholestatic condition, but no signs of transplant rejection. On (B)(6) 2010, the patient experienced an intrahepatic hematoma. On (B)(6) 2010, an ercp procedure revealed that the study stent had migrated 1.5cm proximally. According to the physician, the migration may have been a result of the hematoma. The physician was able to correct the stent position and use contrast fluid to confirm sufficient flow. The size of the hematoma has been decreasing. The rise in cholestatic parameters has been labeled as recovering/resolved. The patient was discharged on (B)(6) 2010. Additional information received on (B)(4) 2010. On (B)(6) 2010, the patient developed cholestasis, and an additional ercp was performed. During the procedure, the physician noted that the wallflex study stent had migrated proximally. The wallflex stent was repositioned, and a plastic stent was placed within this wallflex stent to treat a persistent biliary obstruction (this obstruction was more proximal to the stricture that was being treated by the study stent- it is not a recurrence of the original stricture). The physician did not want to remove the wallflex study stent because it was well expanded and still bridging the initial stricture. The physician suspects that the hematoma was the cause of migration. Additional information received on (B)(4) 2010. During the aforementioned re-intervention on (B)(6) 2010, when the plastic stent was placed to treat the biliary obstruction, a "massive" amount of pus ran out. The subject was treated with medication. After the conclusion of that re-intervention, the patient remained hospitalized due to cholangitis and massively elevated cholestatic parameters. The patient underwent an additional ercp on (B)(6) 2010, which revealed that the study stent had migrated again, this time distally (approximately one-half of the stent was in the duodenum). The study stent was successfully explanted during this procedure. Additionally, the plastic stent, which was placed during the (B)(6) 2010 re-intervention, was also removed; no secretions of pus were noted. Following the removal, there were no signs of recurrent stenoses at both sites (the initial stricture at the anastomosis and second which occurred more proximal). It was concluded that the elevated lab parameters must be due to another reason. No new stents were placed. The wallflex biliary stent has been disposed of and will not be returned to boston scientific. Additional information received since (B)(4) 2010. On (B)(6) 2010, the patient presented with rising cholestatic parameters despite imaging showing signs of good stent position and sufficient flow through the stent. The liver biopsy was then performed which showed normal liver parenchyma and pronounced signs of cholestasis without inflammation or evidence of transplant rejection. On (B)(6) 2010, the patient experienced an intrahepatic hemorrhage, along with the aforementioned hematoma. On (B)(6) 2010, the subject was re-admitted with cholestasis and suspected transplant rejection. The subject was later discharged on (B)(6) 2010. On (B)(6) 2010, the subject was re-admitted due to deteriorated general condition with persisting cholestasis (bilirubin 45mg/dl). The subject's condition continued to deteriorate, and he ultimately died on (B)(6) 2010. According to the complainant, the patient's death was related to "progressing rejection, chronic cholestasis and chronic cholangitis." The complainant "definitely excludes[s] a correlation of the study stent (or related procedures) and the patient's death (or any condition leading to death)." The complainant further added that a (B)(6) 2010 CT scan was performed after a low red blood cell count was observed. The CT scan showed a progression of the hematoma, and over the next 24 hours, the patient needed blood concentrates and coagulation factors. During this time period, the patient's levels of serum lactate continued to rise. Due to the patient's wishes, no final histological liver assessments will be performed. Additional information received since april 15, 2011. A sphincterotomy was not performed prior to or during the ercp/ept procedure on (B)(6) 2010 as originally reported. (B)(6) 2010 event is considered resolved. (B)(6) 2010 ultrasound revealed "constant enlarged intrahepatic cholengiec tases. Patency is not visible on the sonography, however the stent is still in position." (B)(6) 2010 biliary obstructive symptoms assessed were right upper quadrant pain, jaundice and dark urine. (B)(6) 2010 patient experienced an intrahepatic hemorrhage and subcapsular hematoma. In further course, the size of the hematoma remained unchanged and eventually decreased in size and eventually was considered resolved. (B)(6) 2010 ultrasound revealed "obvious hematoma with 2/3 consolidated section . . . No mechanical cholestasis . . . Indirect sign of relatively good stent function." (B)(6) 2010 biliary obstructive symptoms assessed were jaundice and dark urine. (B)(6) 2010 ultrasound revealed "no evidence of mechanical cholestasis, air in the bile ducts on the left, metal endoprosthesis in d. Hep. Common . . . Obviously continuous." (B)(6) 2010 biliary obstructive symptoms include fever/chills, jaundice, and dark urine. (B)(6) 2010 ultrasound revealed "wall thickening of the d. Hep. Comm. . . . As evidence of cholangitis . . . Neither stent presentable." (B)(6) 2010 was a per protocol stent removal. (B)(6) 2010, two subsequent liver biopsies showed intra-hepatic cholestasis, but a clear diagnosis of graft rejection could not be made.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure within the common bile duct as part of the (B)(4) study. According to the complainant, on (B)(6) 2010, the patient underwent a stent placement procedure for a proximal biliary stricture secondary to liver transplant. The stricture had not been previously dilated, and the physician chose to perform a sphincterotomy prior to placing the stent. The physician was able to deploy the wallflex stent in a satisfactory position across the stricture. On (B)(6) 2010, the patient experienced a rise in cholestatic parameters which has prolonged his hospitalization. At this time, it is unknown what is causing the high cholestatic parameters. A liver biopsy was performed to check for an acute graft failure, and histology tests did not reveal any pathological issues. The stent is still open and in place. Additional information received on (B)(4) 2010: during the sphincterotomy procedure performed on (B)(6) 2010, there was some minor, inconsequential bleeding that was resolved without intervention, and the intrahepatic ducts were moderately dilated. Additionally, the anastomotic stricture was severe and approximately 15 mm in length. The patient was administered the following medications: blood gases/gradual o2/pure o2 saturation, injection (i.v.), xylocaine spray, dormicum 5 mg, nubain 10 mg and diprivan 60 mg. The liver biopsy was performed on (B)(6) 2010 and it revealed a cholestatic condition, but no signs of transplant rejection. On (B)(6) 2010, the patient experienced an intrahepatic hematoma. On (B)(6) 2010, an ercp procedure revealed that the study stent had migrated 1.5 cm proximally. According to the physician, the migration may have been a result of the hematoma. The physician was able to correct the stent position and use contrast fluid to confirm sufficient flow. The size of the hematoma has been decreasing. The rise in cholestatic parameters has been labeled as recovering/resolved. The patient was discharged on (B)(6) 2010. Additional information received on (B)(4) 2010: on (B)(6) 2010, the patient developed cholestasis, and an additional ercp was performed. During the procedure, the physician noted that the (B)(4) study stent had migrated proximally. The wallflex stent was repositioned, and a plastic stent was placed within this wallflex stent to treat a persistent biliary obstruction (this obstruction was more proximal to the stricture that was being treated by the study stent- it is not a recurrence of the original stricture). The physician did not want to remove the (B)(4) study stent because it was well expanded and still briding the initial stricture. The physician suspects that the hematoma was the cause of migration. Additional information received on (B)(4) 2010: during the aforementioned re-intervention on (B)(6) 2010, when the plastic stent was placed to treat the biliary obstruction, a "massive" amount of pus ran out. The subject was treated with medication. After the conclusion of that re-intervention, the patient remained hospitalized due to cholangitis and massively elevated cholestatic parameters. The patient underwent an additional ercp on (B)(6) 2010, which revealed that the study stent had migrated again, this time distally (approximately one-half of the stent was in the duodenum). The study stent was successfully explanted during this procedure. Additionally, the plastic stent, which was placed during the (B)(6) 2010, re-intervention, was also removed; no secretions of pus were noted. Following the removal, there were no signs of recurrent stenoses at both sites (the initial stricture at the anastomosis and second which occurred more proximal). It was concluded that the elevated lab parameters must be due to another reason. No new stents were placed. The wallflex biliary stent has been disposed of and will not be returned to boston scientific.

Manufacturer narrative:
(B)(4) - extended hospitalization (rise in cholestatic parameters). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure within the common bile duct as part of the e7016 wallflex biliary fc benign stricture study. According to the complainant, on (B)(6) 2010, the patient underwent a stent placement procedure for a proximal biliary stricture secondary to liver transplant. The stricture had not been previously dilated, and the physician chose to perform a sphincterotomy prior to placing the stent. The physician was able to deploy the wallflex stent in a satisfactory position across the stricture. On (B)(6) 2010, the patient experienced a rise in cholestatic parameters which has prolonged his hospitalization. At this time, it is unknown what is causing the high cholestatic parameters. A liver biopsy was performed to check for an acute graft failure, and histology tests did not reveal any pathological issues. The stent is still open and in place.